Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (244 mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and deliver a correction bolus. By the next morning, the customer's bg level was reported to have gone down to 150 mg/dl.